Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime/ compromised force sensor system alarm test due to faulty force sensor resistor. The insulin pump had a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that her blood glucose started getting high after dinner. Customer stated that she bolused before the meal. Customer's blood glucose was 371 mg/dl and customer treated with a syringe. Customer also reported that a piece was missing on the battery compartment of the insulin pump. Customer stated that she was changing her battery with a quarter and the cap started to chip away. Customer stated that the battery cap is getting harder to remove. Customer stated that it is normal wear and tear. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.